Event description:
It was reported that a pt intubated with a size 8 lpc, low pressure cuffed tracheostomy tube experienced respiratory compromise and required medical intervention. Attending medical staff detected a crack on the device outer cannula which reportedly compromised mechanical ventilation. The pt was reintubated with another 8 lpc device and has returned to baseline condition. The device which is designed, classifidd and labeled as a disposable device was in use approximately two (2) months when the reported event occurred. The 8 lpc device outer cannula was returned to the MFR on 08/08/1998 for analysis and investigation. The MFR's evaluation results are recorded on section h. Of this report.